Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported via phone call that the insulin pump was impossible to restart. No further details were provided. The insulin pump will be returned for analysis.

Manufacturer narrative:
The insulin pump was received with operating currents within specifications and passed self-test, rewind, seating, basic occlusion test, occlusion test, force sensor test and displacement test. The insulin pump powered up properly after battery installation and was monitored for 24 hours, no blank display anomalies noted. The power connector plugged in and locked into place properly. The insulin pump had minor scratched display window and case.